Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. No issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, or retract. The returned complaint product was visually examined and no damage or abnormalities were identified and was able to properly pullback/advance and retract during testing in product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-05042 and 2134265-2015-05258. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a bsc sled. During the procedure, due to connection failure, the mdu failed to perform automatic pullback. No patient complications were reported and patient's status is good.

Event description:
Same case as MDR ID# 2134265-2015-05042 and 2134265-2015-05258. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a bsc sled. During the procedure, due to connection failure, the mdu failed to perform automatic pullback. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).